Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded an image intermittently. This is attributed defective main circuit board and bi circuit board. In addition, the rear panel of the device case has a crack. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use the device yielded an intermittent image. There is no patient involvement.

Manufacturer narrative:
Date for the event and the associated event medwatch information is available. This supplemental report is being submitted to provide this information. This device failed with the same issue in two events within a day of each other. The events are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible, that the phenomenon was caused, due to wear and tear damage through mishandling and increasing use/time. Olympus will continue to monitor field performance for this device.